Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was using a non-tandem provided wall adapter with a tandem-provided charging cable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. The customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.